Event description:
Patient's legal representative reported "capsular fibrosis", "chest pain" and "capsular contracture (baker grade unknown)". Later, healthcare professional reported capsular contracture baker grade iii, "infected seroma capsule", "intracapsular thickening", "breast hypoplasia" and "there is evidence of malignancy, specific inflammation, or mammary or prosthetic tissue". This record is for the left side. Device was explanted, replaced with another manufacturer's device and is not available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's legal representative reported "capsular fibrosis", "chest pain" and "capsular contracture (baker grade unknown)". This record is for the left side. Device was explanted, not replaced and is not available for return.